Event description:
The doctor claims that the graft was implanted for a femoro-popliteal bypass procedure. After having performed the proximal anastomosis between the common femoral artery and the graft, upon declamping the graft, blood flow filled the graft until the distal anastomosis. At that moment a quantity (unspecified) of blood leaked through the walls of the graft along all its length. The proximal clamping was repeated and after having removed the distal clamp, the blood was drained from the graft. After some minutes (unspecified) the graft was tested again by declamping. The result appeared to be some pre-coagulation. It was then decided to continue the procedure and to complete the by-pass. After 24 hours the pt showed a hematoma along the length of the graft. The pt was discharged 30 days later with complete resolution of the event. Note: based upon the report, the graft appears to have been left in. The incident date is unknown at this time and has been approximated for reporting purposes only.